Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that upon troubleshooting, high impedance issue was observed. The extension was explanted, and a new extension was implanted as a result to resolve the issue. The system was remains implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The report event of high impedance was confirmed. Analysis of the returned lead extension found multiple internal wires broken and detached in the header. The fracture observed would be consistent with an overstress condition or sudden event that the extension was subjected to while still in vivo.